Manufacturer narrative:
H3: product analysis found that, visually, the outer tube was broken 0.50 inches from the distal end of the outer hub when returned. There was a red colored residue on the proximal outside diameter of the outer hub and the irrigation port was broken. Additionally, a portion of the proximal end of the hub was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that m5 handpiece was not working properly and issue with the collet. There was no patient impact. Additional information states that this event occurred during r<(>&<)>d testing of new products during testing with sawbone and saline.